Event description:
It was reported that during a lap chole procedure, the device fired and then jammed. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
The analysis for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed 1 conforming clip and one advancer bypass issue was noted, the jaws jammed in the closed position due to the bypass issue, the trigger had to be manually assisted to re-open the jaws. A corrective action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.